Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio-control determined that the cause of the reported issue was that the device's internal hybrid layer capacitor (hlc) batteries had become depleted due to excessive off current leakage. During the initial evaluation, physio observed 140ua of excessive off current; however, once the unit was opened for further evaluation, the excessive current dropped to within a normal range and the issue could no longer be duplicated.  No discrepancies were observed. As a result, further component level cause could not be determined. The customer was provided with a replacement device.